Manufacturer narrative:
Eval - method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The thermal variation for this ipg was found to be within specification. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system which included an ipg on (B)(6) 2008. It was reported that during device charging, the ipg and surrounding implant area would feel hot. The physician explanted and replaced the ipg on (B)(6) 2009. The explanted ipg was returned to the MFR for eval. No additional info is available.